Manufacturer narrative:
They sent the unit in for repair. The unit was cleaned and evaluated and the reported problem was confirmed. The digital board and sd card were replaced to resolve the issue. All other malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 5-days of extended testing and operates to manufacturer's specification. No patient harm was reported.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) spontaneously shut down and did a factory reset. It also had multiple errors in the history log.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) spontaneously shut down and did a factory reset. It also had multiple errors in the history log.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at kaweah delta dist. Hosp. Reported a pacu device - bsm-6300a (mu-631ra sn (B)(6) - kept alarming, screen would blank out, and now the name was wrong. The device name changed to ICU-001. It seemed as if the device did a factory reset on its own. Device had multiple errors in its log history. The biomed described the screen as glitching and showing weird numbers and characters, the audible alarm and alarm light were signaling crisis alarm, then the device self power cycled. Service requested repair service performed the unit was cleaned and evaluated. The reported problem of " device has multiple errors in history log." Was confirmed. Re placed the digital board and sd card(under warranty) and rebooted the software ver.07-41 to resolve the issue. All other malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 5-days of extended testing and operates to manufacturer's specification. The unit needs to following:(under warranty) 904969c int sd card, mu-651/671 ur-39450 digital board, mu-631ra investigation results per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The device was delivered to customer facility on (B)(6) 2018 and the issue was reported after 4 months. Review of device sap history found no previously reported issues with the unit. Review of similar tickets using keywords "mu-631ra" with "reboot" "rebooting" or "spontaneous" found the following related issues in which #ur-39450 was replaced: (1) 57091/300167865 reported (B)(6) 2019 for sn: (B)(6) at bay health medical center. (2) 22394/300115047 reported 02/22/18 for sn: (B)(6) at culbertson memorial hospital. Irc-nka300175773 was opened on 08/09/19 to investigate a similar incidence in which (mu-631ra sn: (B)(6) was reported to spontaneously power down and reboot. Per nkc engineering, there is no tendency of the ur-39450 main board failure in japan. The root cause of the main board failure could not be determined from the information available. No adverse trend suspected at this time. The main digital board #ur-39450 was replaced to resolve the issue and the bsm was operating within specifications after repair. The bsm was returned to the customer on (B)(6) 2018 and there were no further reported issues with the unit.